Event description:
I started transcranial magnetic stimulation (tms) treatment on (B)(6) 2022. Started to experience anxiety after 2 weeks of starting the treatment and after the intensity of tms increased to over 80%. Reported to dr but he continued to increase the intensity reaching to 120%. On only (B)(6) 2022 the intensity was 120% and right after I started experience jaw pain. I have a history of tmj pain. Dr have access to all of my medical history and my high-level sensitivity to medications and other interventions. The pain subsided but was not completely gone when I came back for the next treatment. On (B)(6), I reported my symptoms to the dr and requested to decrease the intensity to 90% as well as the time spent during the treatment. In spite of that, right after the treatment the jaw pain increased and it continues to present. I had to see ent dentist, primary care, symptoms are still not resolved. Don't know, please contact dr (B)(6).